Event description:
It was reported that the patient was unable to interrogate her device. The patient had last charged 2 weeks prior without any trouble. On (B)(6) 2013 her stimulator depleted and stopped delivering stimulation. The patient had not been able to charge since then. The antenna locate feature was done which resulted in a power on reset (por) followed by the normal charging screen with 6/8 coupling bars. It was advised that the por be cleared but to leave therapy on while the por was still active. It was further reported that the issue was that the stimulator did not recognize any device. The patient¿s pain had returned. The patient stayed in the clinic until the battery was charged enough to reset the por. Stimulation then returned and the patient was getting good relief.

Manufacturer narrative:
Concomitant medical products: product ID 377760, lot# v001710, implanted: (B)(6) 2006, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).